Event description:
The spike of the transfer set was separated from the port of the solution bag unexpectedly just after they were connected together. There was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s.